Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip found. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen.

Event description:
The customer reported via phone call that they had multiple motor error alarms during a bolus. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.